Event description:
It was reported that the communicator showed a red call doctor icon (rcd). The patient had implanted device replaced recently. The patient was referred to clinic regarding the rcd. Technical services (ts) was contacted, and ts advised that the rcd was related to patient's previous implanted device which was already replaced due to normal battery depletion. The patient initiated interrogation (pii) was not done, still referred patient to the clinic. The company representative opted to replace the cellular adapter. No adverse patient effects were reported. The communicator remains in service.